Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed on 8/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 380cc saline prosthesis, catalog: 3503380, serial number: (B)(4), lot: 6630782. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced bilateral deflation of the breast prostheses post procedure, with the majority of deflation on the right side. As a result, the patient underwent bilateral removal and replacement with unspecified mentor breast prostheses on (B)(6) 2018. This report is for the right breast prosthesis.